Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 230 units of insulin. Subsequently, the customer reported received an issue when attempting to load a cartridge onto the pump. Tandem technical support requested that the customer upload the pump data logs for a log review to be performed of the reported events. Multiple attempts were made by tandem technical support to obtain additional information; however, the contact declined to perform troubleshooting to determine a cause of the reported events. There was no reported impact to the customer's blood glucose level.